Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the distal end of the balance heavy weight guide wire separated in the ascending aorta during positioning of the wire for a tavr [transcatheter aortic valve replacement] procedure. The separated segment was removed with a gooseneck snare. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. The investigation determined the reported difficulty appears to be related to user error. Reported information indicates the balance heavy weight guide wire was used for a transcatheter aortic valve replacement procedure. It should be noted that the high torque guide wires instruction for use; states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty and percutaneous transluminal angioplasty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.